Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address the elevated bg level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.